Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing resulting in an inappropriate shock. Technical services (ts) discussed that at the time of delivered therapy the smartpass feature was disabled. The concomitant pacemaker was reprogrammed to a lower setting and the s-ICD was reprogrammed to the alternate vector with to times gain to help mitigate further oversensing. Additional information was received that another smartpass and inappropriately treated episode was stored. No adverse patient effects were reported.